Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV catheter extension set was involved in an occlusion alarm incident during patient infusion of an unknown drug using an unknown infusion pump. According to the report, after the pump alarmed, the extension set was inspected and blockage within it was found. The reporter stated that the pump was working normally. There was no patient injury or medical intervention associated with this event. No additional information is available.